Event description:
The customer reported that the system was repeatedly rebooting itself. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and identified as requiring replacement in addition to correction of corrupt software. The appropriate software and calibrations were reloaded and the customer had determined to replace the ups themselves. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.